Event description:
Boston scientific became aware of events involving celebrity cytology brush through the article "multicenter randomized trial comparing diagnostic sensitivity and cellular abundance with aggressive versus standard biliary brushing for bile duct stenosis without mass syndrome" by david karsenti et al. Per the article, between april 1, 2020, and october 2021, 51 patients underwent endoscopic retrograde cholangiopancreatography (ercp) procedures for bile duct stenosis. Three patients experienced gastrointestinal bleeding, requiring blood transfusion of four units of blood in addition to an endoscopic hemostasis procedure in one patient with sphincterotomy. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: approximated based on the date the study started in the literature article. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: karsenti d, privat j, charissoux a, perrot b, leblanc s, chaput u, boytchev I, levy j, schaefer m, bourgaux jf, valats jc, coron e, moreno-garcia m, vanbiervliet g, rahmi g, robles ep, wallenhorst t. Multicenter randomized trial comparing diagnostic sensitivity and cellular abundance with aggressive versus standard biliary brushing for bile duct stenosis without mass syndrome. Endoscopy. 2023 sep;55(9):796-803. Doi: 10.1055/a-2041-7687.